Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm, time clock anomaly. The customer's blood glucose value was 243 mg/dl. The customer stated that they assisted with troubleshooting for time clock anomaly. The customer was also reported that the insulin pump failed self-test. The customer was reported that the insulin pump delivery was stopped. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis. The customer was did not want to troubleshoot for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No time/clock anomaly and no delivery/occlusion alarm during testing. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.